Event description:
An 8mm diameter x 40mm length medtronic peripheral biliary flexible stent delivery system was inserted into a target lesion in the left iliac artery after predilation with a pta balloon. While deploying the stent, the balloon was inflated to 6atm, when the balloon burst. As a result of the balloon burst, the stent was only partially deployed. The burst balloon was successfully removed without complications and a wallstent was deployed inside the b8040 to expand the stent and treat the lesion. The target lesion was successfully treated and there was no add'l clinical sequelae reported relative to the event.